Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading at the tie of incident was 600 mg/dl and blood glucose at the time of hospitalization was 300 mg/dl. The customer experiencing nausea and vomiting. Customer was using insulin pump system within 48 hours of reported high bg event. Customer was not calling back to perform an hp test. The customer was treated high blood glucose with manual injections, IV drip and insulin. Customer reports they had a back-up plan available. Customer declined to check their pump and pump settings. The insulin pump will not be returned for analysis.